Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.  Concomitant medical products: 5076-52 lead implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered 27 shocks due to atrial fibrillation (af) with rapid ventricular response. The device subsequently reached elective replacement indicator (eri) and was explanted and replaced, and an a trio-ventricular nodal ablation was performed. No patient complications have been reported as a result of this event.